Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device had power fault. Device was in clinical use at time of event, however no patient harm reported.